Event description:
Procedure: robotic splenectomy. According to the reporter: the cartridge seemed to fire on the splenic artery. When the stapler was opened, it was noticed that the right side of the stapler only had two rows of staples and the left side had no staples. Blood loss was reported as 2,250 cc. The procedure was converted to open to control the bleeding and to repair the artery. Surgery time extension was reported as more than 30 minutes. The patient is currently in ICU.

Manufacturer narrative:
(B)(4)